Manufacturer narrative:
A2-a6: patient information: not available from facility. B6/b7: patient information regarding relevant tests/laboratory data or medical history: not available from facility. D4: device serial number: not available from facility. H3/h6: the turbo-elite device was not returned; thus, no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat a lesion in the superficial femoral artery (sfa). A spectranetics turbo-elite laser atherectomy catheter, along with a non-philips guidewire and non-philips introducer sheath, were used to treat the patient. During use, the turbo-elite became stuck in the introducer sheath; therefore, the turbo-elite and introducer sheath were removed together. A new turbo-elite and introducer sheath were used, and the treatment was completed. There was no reported patient harm. This report is being submitted due to removal as a system. There is potential for harm if it were to recur.

Manufacturer narrative:
H3) the turbo-elite was returned intact to a non-philips introducer sheath. Visual inspection of the turbo-elite found slight wrinkles in the working length. During functional testing, the introducer sheath was unable to be removed. Therefore, the introducer sheath was cut open to reveal the inner lumen, and heavy biologics clogging the lumen were observed. The device was soaked and re-evaluated, and after soaking, the introducer sheath was still unable to be removed, with slight biologics still present. H6) based on the device evaluation and investigation, the probable cause of the turbo-elite getting stuck could not be established. Type of investigation code b01 replaced (from b17). Investigation findings code c0706 replaced (from c20). Investigation conclusions code d15 replaced (from d14). All other codes are applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.